Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study was implanted with a 25mm trifecta valve on (B)(6) 2010 secondary to aortic valve stenosis and coronary artery disease. Post-implant, the patient developed complete heart block and was implanted with a permanent pacemaker on (B)(6) 2010. The patient had a prolonged hospital course complicated by pleural effusions requiring insertion of chest tubes (B)(6) 2010), infection with positive stool cultures (B)(6) 2010), renal failure requiring dialysis and pancreatitis (B)(6) 2013). No additional details are expected.